Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely while the user was handling the device, water invaded scope connector, which led to abnormality of electronic parts. As a result, error message b30 occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿-inspection of the endoscopic image -when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. -do not attach/detach the leakage tester while immersing the endoscope in the water. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported the bronchovideoscope had a black screen despite thorough cleaning. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: no image is visible on the lcd (liquid crystal display) screen monitor and the error code b30 (communication error) message is also displayed; corrosion was detected on the plug unit print circuit board as well as on the connecting board, and also on the connector; bending section cover or distal sheath rubber glue is separated; grainy image was observed (slightly); and the air leak inspection did not show any water leakage. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.